Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. When the sample was received it was found damaged. The light guide had broken from the base area. The investigating site reports that handle testing could not be performed because of the broken light guide; therefore, a new light guide was assembled and performed the engagement with handle that was compatible. The blade loaded into the handle easily and no problems were encountered during locking and unlocking. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
Customer complaint reports: "the blade size 3 does not fit in the handle." It was also reported that it was necessary to use another blade (bigger size) but it was less suitable for the patient. The patient was only in the ambulance no in the hospital".

Manufacturer narrative:
(B)(4). Additional information was requested and received by teleflex. The doctor reported that the patient died. However, the patient death could not be linked to the device. The doctor stated the intubation performed with the second device was a success. The device has not been received by the manufacturer for evaluation at the time of this initial report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint reports: "the blade size 3 does not fit in the handle. "It was also reported that it was necessary to use another blade (bigger size) but it was less suitable for the patient. The patient was only in the ambulance not in the hospital".